Event description:
It was reported to philips that the battery pca is defective. There was no reported patient involvement.

Event description:
It was reported to philips that the battery pca is defective. There was no reported patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection and found j1 pin 4 was bent. A formal corrective and preventative action project was opened to address an increase in the failure rate that was detected.